Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2015 customer received results of 151 mg/dl, 149 mg/dl, and lo, which on the system indicates a result of less than 10 mg/dl, within 10 minutes. On (B)(6) 2015 customer received results of 226 mg/dl and lo within 1 minute. No adverse event reported. Returning and replacing meter and strips.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.